Manufacturer narrative:
The electrode lot numbers and their expiration dates were requested but not provided. On the field service engineer's first service visit, he inspected the analyzer and did not find the cause of the event. He then replaced the sipper and pinch tubings, checked the gear pump pressure and replaced the ion-selective electrode (ise) reference bottle. He performed ise checks and calibrations which were unsuccessful. On the fse's second service visit, he determined that the event was caused by a pinched tubing in the potassium chloride (kcl) bottle. He replaced this tubing and performed ise checks with successful results. The customer performed calibration and qc with successful results. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received a questionable ise indirect na for gen.2 results from one patient sample tested on the cobas 6000 ul c501 + core fix configura. The initial result was not reported outside of the laboratory. The initial result was considered low which prompted the rerun of the patient sample. The initial sodium result was 87 mmol/l. The repeat result was 141 mmol/l. The repeat result was deemed correct.